Event description:
Endoleak (type ia, minor): after the usual procedure, final angiography was performed, and type ia endoleak was observed. A ballooning was then performed, and the amount of endoleak reduced to minor level. The physician determined to monitor the patient, and the procedure was completed. Operation type: tevar. Ancillary devices used: relay pro (28-n4-42-204-42u, lot#2204060184)). (Tc#(B)(4)). Patient outcome - "the patient is being monitored."

Event description:
Endoleak (type ia, minor): after the usual procedure, final angiography was performed, and type ia endoleak was observed. A ballooning was then performed, and the amount of endoleak reduced to minor level. The physician determined to monitor the patient, and the procedure was completed. Operation type: tevar ancillary devices used: relay pro (28-n4-42-204-42u, lot#2204060184)) (tc#bm230101397) patient outcome - "the patient is being monitored."